Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-01562. Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k011028 / k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient developed a big infection in both implants located at tooth site # 45-46. The implants were removed.

Manufacturer narrative:
This report is being submitted to report corrected information to. The distributor confirms that the previously reported placement date was incorrect. It has now been corrected. The following sections are being reported: d6a: placement date. H2: if follow-up, what type. H10: additional narratives/data.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction - e2 and e3 are being corrected the following sections are being reported: b4: date of this report was updated. E2: health professional was updated to no. E3: occupation was updated to non-healthcare professional. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional information received at the time of this report.